Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection revealed no issues. Gravity testing and leak testing performed on returned sample did not identify any non-conformities during testing. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that an operator was unable to prime a vented paclitaxel set due to an obstruction at the IV express filter. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.